Event description:
It was reported that the asymptomatic non-pacing dependent patient presented in clinic for routine follow-up. Upon interrogation, the implantable cardioverter defibrillator could not be interrogated. The programmer was tested and was able to interrogate other devices. On (B)(6) 2018, the device was explanted and replaced. No further information regarding patient condition during and after the procedure.